Event description:
Pt had an uneventful total vaginal hysterectomy. Reportable problem - failure of one of 4 tissue staples from an articulating stapler. Description of procedure: the pt was taken to the or and was prepped and draped in dorsolithotomy position. The bladder was drained. On exam, uterus was globular, ten weeks size, as confirmed on ultrasound. There was about a first degree descensus noted and the uterus was freely mobile. The cervix was grasped with tenaculum and was raised caudad. Using the mayo scissors, posterior colpotomy was accomplished and the cul-de-sac was palpated and was found to be clear. Tension was placed on the posterior cuff and tagged. The uterosacrals were then grasped with heaney clamps, divided, sutured, and tagged. The cervical vaginal mucosas was then incised and the mucosa was pushed back from the cervix, pushing the bladder away. Another clamp was made at the uterosacral cardinal junction and sutured. At that point, the peritoneum anteriorly was entered without problems and retractor was placed. Using the ethicon endostapler, the cardinals and the broads were ligated going from side-to-side until md was able to invert the uterus. The tubo-ovarian pedicles were doubly clamped on either side and the uterus and cervix were excised and handed off. Left ovary was very close and a corpus luteum could be seen. Tubo-ovarian pedicle was then doubly sutured and tagged. The pt is status post tubal ligation and this could be very easily seen. The right tubo-ovarian pedicle was then ligated as before, doubly, and tagged. The right ovary could be seen but it was not so close to the field. With these tagged, the pedicles were checked. There was some oozing on eiher side near the vicinity of the uterosacrals and this was reinforced on the left and right. There was some bleeding of the posterior cuff and this was cauterized. The other pedicles were checked. The corpus luterum on the left was oozing. This was cauterized and part of the cyst was removed. After cautery and pressure, the bleeding stopped. While rptr was watching this, the anterior peritoneum was then grasped. There was a small amount of bleeding, cervical vesicle fascial and this was bovied without problem. Anterior peritoneum was then closed using a 2-0 running stitch going from the tubo-ovarian pedicles across the peritoneum, tying. The uterosacrals were reinforced with mccall culdoplasty to prevent possible enterocele formation. The cuff was then closed starting posteriorly with figure-of-eight sutures. The uterosacrals were tied together to further retard the possibility of vaginal vault weakness. The cuff was then completely closed with figure-of-eight sutures and result was hemostatic. Gauze pack was placed in the vagina. Foley was inserted and clear urine was noted. The pt tolerated the procedure well and went to recovery room in stable condition. The sponge, needle and instrument counts were correct.